Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to diabetic ketoacidosis caused by bent cannula event on (B)(6) 2025. No further information available.